Event description:
The customer reported being hospitalized due to high blood glucose of 425mg/dl. The customer stated that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. Explained to customer that the insulin pump needs to be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.